Event description:
It was reported to medtronic neurosurgery that the device was explanted as part of a shunt system. According to the report, there was no particular complaint for the device. The report stated that there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore an evaluation of device performance was not po ssible. A review of the manufacturing records showed no anomalies. (B)(4).